Manufacturer narrative:
Upon visual inspection there was an issue found that would be related the reported event. The integrated electrosurgical unit (iesu) was tested using system. The iesu displayed error c-43 on start and c-00 errors in event log. Additional startup during secondary visual inspection did not replicate c-43 error code. Root cause is attributed to the defective generator.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. However, failure analysis is not complete.

Event description:
It was reported that during a da vinci-assisted gynecology surgical procedure, the customer informed intuitive surgical, inc. (Isi) technical support engineer (tse) that vio dv integrated electrosurgical unit (iesu) could not fire monopolar energy with an error code. The customer could not recall the specific error code. The customer used a backup iesu to continue with the procedure. The procedure was completing as planned with no reported injury. Intuitive followed up to obtain additional information. Customer refused to provide the patient-related information.